Event description:
The pt felt pain in the fourth months after the operation of spine. The x-ray show two xia screws were disrupt.

Manufacturer narrative:
Additional information has been requested, and will be submitted, in a supplemental report upon completion of the investigation.